Event description:
Subsequent to 6/13/93, the pt underwent a c5-c6 and c6-c7 anterior cervical discectomy and fusion w/ casper plate and screws. Pt initially received relief of symptoms but later (date n/a) symptoms worsened. Pt complained of neck pain and right arm pain, severity was noted to be worse than pre-surgery. On 8/10/94 a cervical myelogram was performed showing post operative changes a c5-c7 and fractured screw noted on the left side at c-7 body level. Physcian was concerned that the fusion at c6-c7 may not be stablle. On 9/27/94, pt underwent removal of casper plate and screws annd exploration of c6-c7 area. Fusion was found to be solid. Pt's symptoms have improved since explanation. The malfunction is occuring below the frequency and severity that are usual for this device.